Event description:
A 7f fast-cath hemostasis introducer was selected for use in the right femoral vein. When the guidewire was introduced into sheath, the hub broke away leaving the sheath below the skin. The sheath was surgically removed and the patient is in stable condition following the procedure.

Manufacturer narrative:
(B)(4). The customer photos returned to product surveillance confirmed the lot number, and also the sheath tubing had been torn. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The fast cath introducer sheath instructions for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The fast cath introducer sheath instructions for use (IFU) cautions that the user should not attempt to insert a catheter having a distal tip or body larger than the introducer size indicted.